Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the procedure was cancelled after the guidewire lumen detached from the tip of the catheter. During the procedure a non-boston scientific guidewire was used with the farawave catheter, and the physician found the wire became stuck in the catheter. After some pulling the wire was successfully removed from the catheter, then a second non-boston scientific wire was loaded into the catheter. Later in the procedure the physician observed the guidewire was no longer centered in the catheter and the guidewire lumen had detached from the catheter tip. The catheter was removed from the patient and the lumen was found to be within the catheter's shaft. The procedure was cancelled when the catheter was withdrawn from the patient. No patient complications occurred, and the catheter is expected to be returned for anaylsis.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the procedure was cancelled after the guidewire lumen detached from the tip of the catheter. During the procedure a non-boston scientific guidewire was used with the farawave catheter, and the physician found the wire became stuck in the catheter. After some pulling the wire was successfully removed from the catheter, then a second non-boston scientific wire was loaded into the catheter. Later in the procedure the physician observed the guidewire was no longer centered in the catheter and the guidewire lumen had detached from the catheter tip. The catheter was removed from the patient and the lumen was found to be within the catheter's shaft. The procedure was cancelled when the catheter was withdrawn from the patient. No patient complications occurred. The catheter has been received for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Additionally, the array of the catheter was completely removed from the shaft. It was confirmed that the physician had cut the array after the incident to ensure the guidewire was intact inside the catheter and that nothing had broken off. Based on the available information, boston scientific's investigation determined the guidewire lumen had detached from the tip of the catheter during the procedure. The cause of the detachment was determined to be quality control deficiency due to the failure of the attachment point to the tip of the catheter. The cause of the stuck guidewire could not be determined as a guidewire was successfully advanced through the lumen during testing and encountered no resistance.